Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd ultra-fine¿ 4mm pen needles clogged. The following information was provided by the initial reporter, translated from japanese to english: stating that the drug solution did not come out, a patient brought the affected product.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evalution?: yes d.10. Returned to manufacturer on: 06-sep-2022 h.6. Investigation summary: fifteen open 32g x 4mm pen needle samples and seven photos were returned from lot. No. 1195588, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on ten samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 15 bd ultra-fine¿ 4mm pen needles clogged. The following information was provided by the initial reporter, translated from japanese to english: stating that the drug solution did not come out, a patient brought the affected product.